Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown but possibly related to a high blood glucose incident. The caller stated that the customer had her blood pressure medications increased that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within a few hours prior to passing. The customer thought the pump was not working right, and was going to take out the insulin, do a set change, and start over gain, since they thought it was not connected right. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Device uploaded properly using carelink. . Device had scratched case and a pillowing keypad overlay. (B)(4).